Event description:
Customer reportedly obtained results of 10 mg/dl, 12 mg/dl, 300 mg/dl, and 50 mg/dl on the aviva system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.